Event description:
It was reported that during an anterior cruciate ligament repair the device malfunctioned and jammed in the knee during use. It was further reported that the flipcutter broke and the outer tube came away from the inner tube leaving the inner tube in the bone. It was further reported that the device became twisted in the process. The broken piece was safely removed out of the patient and no harm was caused. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.